Event description:
After performing a phlebotomy on an hiv pt, nurse attempted to remove the tube from the needle holder, the tube was difficult to remove from the needle holder. During removal of the tube, the stopper came off and the nurse stuck herself with the needle. Nurse received baseline testing as well as azt and other preventative treatments.